Manufacturer narrative:
A customer from the (B)(6) reported to biomérieux a misidentification of a lodderomyces elongisporus external quality control sample in association with the vitek® ms instrument. The test results were: vitek® ms result without formic acid: candida pelliculosa 99.9% vitek® ms result with formic acid (yeast protocol): millerozyma farinosa 92.2% vitek®2 ID-yst card: candida parapsilosis 94%. An internal biomérieux investigation was performed. Summary of data provided and analyzed: samples mzml provided by level 1 (22 from february and march 2017); ecal mzml files provide by level 1 (44 from february and march 2017). The isolate was submitted for evaluation. Conclusion on the system: * system was not operational during customer tests in february. * system was operational during customer tests in march. Conclusion on the identification: regarding the customer data, the most probable identification is lodderomyces elongisporus. Biomérieux quality control has tested the customer strain with vitek® ms kb v2.0 & v3.0 and the results obtained were: * vitek® ms kb v2.0: no identification, customer issue was not reproduced. * vitek® ms kb v3.0: single choice to lodderomyces elongisporus, vitek® ms works as intended and gave the expected identification. Suspected root cause of the issue: * non-optimal fine tuning. * system limitation: the specie lodderomyces elongisporus is not included in the vitek® ms kb v2.0.

Event description:
A customer from the (B)(6) reported to biomérieux a misidentification of a loderomyces elongisporus external quality control sample in association with the vitek® ms instrument. The test results were: vitek® ms result without formic acid: candida pelliculosa 99.9%. Vitek® ms result with formic acid (yeast protocol): millerozyma farinosa 92.2%. Vitek®2 ID-yst card: candida parapsilosis 94%. There was no patient involvement as the isolate was for an external quality control survey. A biomérieux internal investigation will be initiated.